Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by the presence of abdominal pain and cloudy effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of peritonitis can be attributed to an episode of touch contamination due to noncompliance of aseptic technique during ccpd therapy. This assessment is further supported by the presence of a coagulase-negative bacteria, that is a well-known contributor to pd-related peritonitis. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance. During a call, the patient stated that they had light constipation which they are being treated. The patient also reported being treatment for an infection and was advised to perform continuous ambulatory peritoneal dialysis (capd) every 5 days. Upon follow up with the pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2020 with complaints of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken on (B)(6) 2020 resulted in staphylococcus epidermidis and a white blood cell (wbc) count revealed wbc¿s greater than 10,000/mcl. The patient was diagnosed with peritonitis and it was suspected the cause was noncompliance to aseptic technique during continuous cyclic pd (ccpd) therapy on the liberty select cycler. The patient was prescribed intraperitoneal vancomycin at 2000ml, every five days for two weeks. The patient was advised to undergo continuous ambulatory pd (capd) therapy every five days, concurrently with antibiotic administration. It was confirmed this patient is currently recovering and continues ccpd therapy on the liberty select cycler and capd at home without further clinical adverse events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.